Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. A separated report for the versacross rf wire is being submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. It was noted that a trace effusion was present pre-procedure. The physician attempted transeptal access with was sheath and the versacross connect system. The first transeptal tenting was confirmed by physician and intracardiac echo (ice) to be inferior/mid, however the physician believed the sheath slid during transeptal access. The physician did not like the transeptal access, so the rf wire was pulled out of the left atrium. The physician and team checked for effusion. The trace effusion was unchanged. During the second transeptal, the physician confirmed with the team an inferior/mid tenting. After the transeptal access, the physician did not like the access, so physician pulled back into the right atrium. On the second effusion check, the physician noted the trace effusion was growing and the patient became hypotensive. The physician called for stat echocardiogram, gave protamine, and performed a pericardiocentesis. An unspecified amount of blood was removed to treat the effusion, and re-transfused back to the patient. The effusion was still growing so the physician called for a cardiothoracic surgeon to perform a pericardial window. The patient was transported to the operating room for the pericardial window. During this procedure, the surgeon found a tear in the posterior wall of the right atrium. The physician suspected the sheath may have caused a tear when repositioning the sheath for transeptal access. The patient was hospitalized. The patient died during the pericardial window on (B)(6) 2025. The image was not lost during procedure; there were no concerns with the position of the transseptal wire or sheath. No indication if the product will be returned. It was further reported that the patient cause of death was not disclosed. The physician does not believe the versacross device was malfunctioned during the procedure. However, the versacross device inside the patient body when patient complication begun. There was an issue with the physician viewing a transeptal tint on ice imaging. It was further reported that cardiac tamponade was observed and a pericardiocentesis was performed. The versacross rf wire and dilator are not returning for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. It was noted that a trace effusion was present pre-procedure. The physician attempted transeptal access with was sheath and the versacross connect system. The first transeptal tenting was confirmed by physician and intracardiac echo (ice) to be inferior/mid, however the physician believed the sheath slid during transeptal access. The physician did not like the transeptal access, so the rf wire was pulled out of the left atrium. The physician and team checked for effusion. The trace effusion was unchanged. During the second transeptal, the physician confirmed with the team an inferior/mid tenting. After the transeptal access, the physician did not like the access, so physician pulled back into the right atrium. On the second effusion check, the physician noted the trace effusion was growing and the patient became hypotensive. The physician called for stat echocardiogram, gave protamine, and performed a pericardiocentesis. An unspecified amount of blood was removed to treat the effusion, and re-transfused back to the patient. The effusion was still growing so the physician called for a cardiothoracic surgeon to perform a pericardial window. The patient was transported to the operating room for the pericardial window. During this procedure, the surgeon found a tear in the posterior wall of the right atrium. The physician suspected the sheath may have caused a tear when repositioning the sheath for transeptal access. The patient was hospitalized. The patient died during the pericardial window on (B)(6) 2025. The image was not lost during procedure; there were no concerns with the position of the transseptal wire or sheath. No indication if the product will be returned.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. A separated report for the versacross rf wire is being submitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. It was noted that a trace effusion was present pre-procedure. The physician attempted transeptal access with was sheath and the versacross connect system. The first transeptal tenting was confirmed by physician and intracardiac echo (ice) to be inferior/mid, however the physician believed the sheath slid during transeptal access. The physician did not like the transeptal access, so the rf wire was pulled out of the left atrium. The physician and team checked for effusion. The trace effusion was unchanged. During the second transeptal, the physician confirmed with the team an inferior/mid tenting. After the transeptal access, the physician did not like the access, so physician pulled back into the right atrium. On the second effusion check, the physician noted the trace effusion was growing and the patient became hypotensive. The physician called for stat echocardiogram, gave protamine, and performed a pericardiocentesis. An unspecified amount of blood was removed to treat the effusion, and re-transfused back to the patient. The effusion was still growing so the physician called for a cardiothoracic surgeon to perform a pericardial window. The patient was transported to the operating room for the pericardial window. During this procedure, the surgeon found a tear in the posterior wall of the right atrium. The physician suspected the sheath may have caused a tear when repositioning the sheath for transeptal access. The patient was hospitalized. The patient died during the pericardial window on (B)(6) 2025. The image was not lost during procedure; there were no concerns with the position of the transseptal wire or sheath. No indication if the product will be returned. It was further reported that the patient cause of death was not disclosed. The physician does not believe the versacross device was malfunctioned during the procedure. However, the versacross device inside the patient body when patient complication begun. There was an issue with the physician viewing a transeptal tint on ice imaging.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available . Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, hypotension, cardiac trauma and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect laac access solution device is acceptable. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device, since based on information provided, the allegations are not confirmed and are anticipated in nature through residual risk listed in the IFU (instructions for use).

Event description:
It was reported a death occurred. It was reported that versacross connect laac access solution was selected for a left atrial appendage closure (laac) procedure. It was noted that a trace effusion was present pre-procedure. The physician attempted transeptal access with was sheath and the versacross connect system. The first transeptal tenting was confirmed by physician and intracardiac echo (ice) to be inferior/mid, however the physician believed the sheath slid during transeptal access. The physician did not like the transeptal access, so the rf wire was pulled out of the left atrium. The physician and team checked for effusion. The trace effusion was unchanged. During the second transeptal, the physician confirmed with the team an inferior/mid tenting. After the transeptal access, the physician did not like the access, so physician pulled back into the right atrium. On the second effusion check, the physician noted the trace effusion was growing and the patient became hypotensive. The physician called for stat echocardiogram, gave protamine, and performed a pericardiocentesis. An unspecified amount of blood was removed to treat the effusion, and re-transfused back to the patient. The effusion was still growing so the physician called for a cardiothoracic surgeon to perform a pericardial window. The patient was transported to the operating room for the pericardial window. During this procedure, the surgeon found a tear in the posterior wall of the right atrium. The physician suspected the sheath may have caused a tear when repositioning the sheath for transeptal access. The patient was hospitalized. The patient died during the pericardial window on (B)(6) 2025. The image was not lost during procedure, there were no concerns with the position of the transseptal wire or sheath. No indication if the product will be returned. It was further reported that the patient cause of death was not disclosed. The physician does not believe the versacross device was malfunctioned during the procedure. However, the versacross device inside the patient body when patient complication begun. There was an issue with the physician viewing a transeptal tint on ice imaging. It was further reported that cardiac tamponade was observed and a pericardiocentesis was performed. The versacross rf wire and dilator are not returning for analysis.